Event description:
The technician alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found a sticky substance on the side rail latch components causing them to stick. The side rail latching components were cleaned and lubricated by the technician to resolve the issue.